Event description:
It was reported that the ventilator generated an alarm indicating an issue with peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating an issue with peep (positive end expiratory pressure). Our field service engineer investigated the ventilator on site. The reported issue could not be reproduced. No abnormal could be found during ventilation for 2 hours. The ventilator was returned to the user in working condition. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).